Event description:
It was reported that during a ptca procedure, the voyager was inflated to 8 atm, and then the device lost pressure. Air was then observed to be trapped in the guiding catheter, and an attempt was made to aspirate the air. Apparently, the air was injected into the patient and there was no flow. The patient experienced st elevations and hypotension. Fluids were increased and the patient was reported to recover.